Event description:
On 21st may 2026, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched necessitating lens explanted and exchanged.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens opic was observed to be scratched. The lens was explanted and exchanged within the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch 035264033 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been reported against the rayone aspheric rao600c batch 035264033. The additional information received identifies that the surgeon encountered resistance as the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection represents a deviation from the IFU and is the contributory/causative factor of the lens being delivered with a scratch on implantation into the eye.